Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed outer shell tear due to damage during assembly causing outer lumen deflation. The shell thickness in this area was within specification. Update and/or corrections to the following sections: b4, b5, d4, d7, d10, g7, h2, h6, and h10.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Physician statement: patient noticed left deflation. Dr. Confirmed deflation.

Event description:
Alleged deflation.